Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed increased in battery depletion and high power consumption was noted. Moreover, several atrial tachy response (atr) episodes were noted showing paroxysmal atrial fibrillation (af) burden that started early this year. Boston scientific technical services (ts) discussed possibly related to sensing of rapid atrial rates but seems high and that could be something else with the device battery. Further, save all was done and result showed that increase in atrial sensing and right ventricular (rv) pacing was causing the additional power draw. Also, the device could be showing early signs of premature battery depletion (pbd) due to the degradation of internal components. Device replacement was then advised. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed increased in battery depletion and high power consumption was noted. Moreover, several atrial tachy response (atr) episodes were noted showing paroxysmal atrial fibrillation (af) burden that started early this year. Boston scientific technical services (ts) discussed possibly related to sensing of rapid atrial rates but seems high and that could be something else with the device battery. Further, save all was done and result showed that increase in atrial sensing and right ventricular (rv) pacing was causing the additional power draw. Also, the device could be showing early signs of premature battery depletion (pbd) due to the degradation of internal components. Device replacement was then advised. To date, this device remains in service. No adverse patient effects were reported.